Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spine pain. It was reported that the patient stated they got their implant due to a previous back injury with bone on bone in their spine. The patient stated the implant was not helping to control the pain, so they had two back surgeries due to the issue/implant not helping. One was in (B)(6) 2016 and the other was in (B)(6) 2017. Since then they had needed reprogramming. The patient stated ¿what was there before was not there now and what was there now was different than what was there before¿. It was reported that the implant was no longer helping the patient since (B)(6) 2016 and the patient stated they needed reprogramming after the second surgery (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has had their unit reprogrammed for better coverage. The patient that it helps better now that they have been reprogrammed. No further information was reported.